Manufacturer narrative:
UDI: (B)(4).

Event description:
The physician reported that after implantation of subject device, when it was still out of the pocket, the atrial lead impedance in unipolar configuration was above 3000 ohms but 500 ohms in bipolar configuration. The ventricular lead impedance measurements were within normal range in both unipolar and bipolar configurations. The device was disconnected and re-connected to the leads again. When it was put in the pocket, normal impedance measurements were observed in both channels.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that after implantation of subject device, when it was still out of the pocket, the atrial lead impedance in unipolar configuration was above 3000 ohms but 500 ohms in bipolar configuration. The ventricular lead impedance measurements were within normal range in both unipolar and bipolar configurations. The device was disconnected and re-connected to the leads again. When it was put in the pocket, normal impedance measurements were observed in both channels.